Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please described damage to the seal; was there a hole, tear or puncture in the tyvek or blister that compromised the sterility of the device?

Event description:
It was reported that before a procedure, the sealed package was damaged. It was found at the operating room. Another device was used to complete the case. There were no adverse consequences to the patient.